Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose device after a diagnostic cardiac catheterization. The procedure went as expected unit the thumb advancer was advanced and the device was pulled back slightly to feel resistance against the vessel wall. The device came out of the vessel with the wings retracted and the vessel locator button remained in the down position. Hemostasis was achieved with manual compression. There was no patient injury. The device is expected to be returning. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information. (B)(4).